Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, concentration over 1000 mcg/day to 2300 mcg/day (with boluses) at an unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the personal therapy manager (ptm) showed code 8476 (motor stall) on the therapy screen the morning of this report, and no alarm was heard. The patient had 2 ptms; they told her to hold on to the old ptm because she was hospitalized for 2 weeks in (B)(6) 2017 with gastrointestinal bleeding. They told her to hold on to the previous ptm because they did not get to run the dye through her body to check the pump yet. It was reported that the patient started experiencing withdrawal symptoms that started 2 hours ago from the time of this report: irritation on the skin, sneezing, coughing and sweating. The patient was currently in (B)(6) and would be there for 8 more days; patient said they do not have any pump healthcare providers (hcp) in (B)(6); patient talked to a nurse who said if her hcp could let them know what dosage to give her to keep her going but the nurse didn't know if they could get fentanyl there and would need to talk to the managing hcp. It was reported that the patient's hcp warned her against going to hospitals in (B)(6) unless she had to; the patient said she did not have a spleen and any immune system and the hcp told her their hospitals were not as clean, and the patient just got over sepsis around 2 weeks ago. The patient was going to follow up with the hcp. This was considered a sudden change in symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient's pump was replaced on (B)(6) 2017, and would be returned for analysis due to the motor stalls. It was noted that the programmed dose was unchanged; fentanyl [3000 mcg/ml] at 350 mcg/day, with optional patient activated dose totaling 175 mcg/day. The drug was removed from the pump and placed in the new pump. The old pump was reduced to the minimum rate. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.